Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly and revealed that the pe fibers were fractured, the proximal constraint sphere was detached from the proximal end of the embolization coil. The probable cause of the failure was likely due to forceful manipulated against resistance. If the device is forcefully manipulated against resistance, the pe fibers may fracture. If the pe fibers fracture, the proximal constraint sphere may detach from the embolization coil and the embolization coil may detach from the pusher assembly. Due to the returned damage, the device could not be functionally tested. The root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, six ruby coils were successfully implanted into the target location. While advancing the next ruby coil through its introducer sheath, the coil detached. Therefore, the ruby coil was removed. The procedure was completed using three ruby coils, five pod packing coils (pod pcs), a pod coil, ten non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.